Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory on 02/11/2025. The investigation determined that the device serial number and failure identified are within the scope of hhe #1168869 and scar #18124 for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly. An investigation identified the device serial number and failure identified are within the scope of hhe #1168869 and scar #18124 for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly.

Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply, they were using the hpii device to harvest vein and had completed dissection. They switched over to the cannula and hpii device and began cutting tissue. Around the second or third burn, the ps did not beep at first and the hpii device did not seem to be active. The beeping did eventually begin after about three seconds and the device activated. A few burns later the same thing happened, but it seemed as though the device was, in fact, sealing even thought the beeping was not heard. They completed the harvest with the same ps. No patient injury. There was a delay as the pa was trying to find out if the device was working.